Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an error 69. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Please disregard report number 3004753838-2016-93776 as this was submitted in error as a duplicate. The information contained in that report was previously reported in report number 3004753838-2016-70430.